Event description:
It was reported that the device was explanted due to early battery depletion/eri. No patient complcations were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.